Manufacturer narrative:
The patient was scheduled for follow-up. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead presented to the emergency room after experiencing a near syncopal episode. Device data was reviewed and there were no stored episodes corresponding to the near syncopal episode. It was noted that shock impedance measurements were high and out of range. Shock impedance measurements had been trending high. Further review was recommended. No adverse patient effects were reported.